Event description:
Lasik flap cut with femtosecond laser: od with no problem, os seemed to work correctly but no flap created.

Manufacturer narrative:
Investigation conclusion: pt interface was not applied properly during the cut. Vacuum duct was blocked and eye did not contact the applanation surface; or, suction was briefly lost, allowing pt to roll up the eye, presenting the opaque sclera to the laser. Operator instructed how to verify vacuum applanation before the cut.